Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and cuvette cleaning was performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The alinity ci series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported a falsely elevated glucose result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2023 sid (B)(6) = 625 mg/dl, repeated on another alinity = 89 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated glucose result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2023, (B)(6) = 625 mg/dl, repeated on another alinity = 89 mg/dl. No impact to patient management was reported.